Event description:
It was reported that urine leakage was confirmed after using it in the operating room. It was stated that the there was possibility of fixed water leak. Per additional information via email from ibc on 29sep2023, it was confirmed that the urine leak occurred.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. A potential root cause for this failure could be imperfection in balloon due to process. Received two (2) photo samples. Both photo samples showcase a 3-way temp sensing catheter with cut portion of inlet tubing. Received a used 3-way temp sensing catheter with cut portion of inlet tubing (without original packaging). Visual inspection noted a 0.051" pinhole found on the shaft of the catheter and located 0.2805" from the trifurcation. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that urine leakage was confirmed after using it in the operating room. It was stated that the there was possibility of fixed water leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.